Event description:
Device evaluation: lifescan received the test strips involved with this complaint january 6, 2015. Device evaluation was completed on january 21, 2015. The test strips involved with this complaint failed testing. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the original customer service representative (csr) documentation. The patient reported that the issue with the meter started on the morning of (B)(6) 2014, when she tested her blood glucose levels because she was experiencing ¿blurred vision¿. She reported obtaining an alleged inaccurately high reading of ¿6.0 mmol/l¿ on the subject meter. It is not known how the patient manages her diabetes. She reported at time unknown, receiving ¿orange juice at the hospital at the time¿. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015) - additional information. The patient¿s test strips have been returned on 1/6/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.